Manufacturer narrative:
The received information from the field indicates uncomfortable hearing sensations such as pain and poor sound quality. From the device investigation the reason for the reported issues could not be concluded. No obvious device malfunction could be observed, but a possible insulation issue has been noticed during investigation. However, due to the device's received conditions i.e. Electrode damaged a device deficiency could neither be confirmed nor ruled out. Also, the implant stimulator's position might have contributed to the observed pain. Hence, the root cause for the reported issues remains unknown. This is a combined initial and final report.

Event description:
The user has not been able to wear the processor on the right side for many years due to pain around the implant and poor sound quality. No specific incident was indicated, in relation to the decline in performance or onset of pain. The recipient has been re-implanted on (B)(6) 2019. The stimulator was (1-2mm) away from the mastoidectomy and may have been a factor in the persistent pain. Per information received in (B)(6) 2020, the user is doing well with the new device and no pain is reported.